Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same patient as 2134265-2010-05625. Same case as 2134265-2011-00448. It was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis and angina. The target lesion was located in the distal left anterior descending (dist lad) artery with a 90% stenosis and was 28 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilatation resulting in 0% residual stenosis. Two taxus liberte atom (2.25x32mm and 2.25x8mm) stents were implanted in the lesion. During the procedure the patient developed chest pain that was resolved with medication. The physician also treated the 1st diagonal with a 95% stenosis and was 28 mm long with a 2.25 reference vessel diameter with two (2.0x32 and 2.0x8mm) non bsc stents being implanted. The patient was discharged the next day on protocol doses of aspirin and clopidogrel. In (B)(6) 2010, the patient was seen for chest pain. He reported that a few days prior he experienced fairly severe chest pain across both arms. He took three nitroglycerin which eased the pain. He also had shortness of breath with minimal activity that became severe over the past three weeks. Chest pain was noted to occur after eating. Upon examination, an ECG showed sinus bradycardia and no st segment abnormalities. The patient underwent a second pci which revealed a 90% stenosis with timi 1 flow in the proximal circumflex (prox cx). The patient was treated with balloon angioplasty and placement of a non bsc stent. Post treatment diameter stenosis was 0% with timi 3 flow. Following stenting of the prox cx, the patient underwent a second pci which revealed a 90% stenosis with timi 1 flow in the distal left anterior descending artery. The patient was treated with balloon angioplasty and placement of a non bsc stent. Post treatment diameter stenosis was 0% with timi 3 flow. During the procedure to treat the lad, the patient had chest pain that was treated by medication and resolved. There was also a perforation that complicated the procedure. Per the physician, this was caused by the non-bsc stent. The perforation was managed successfully with prolonged balloon inflation using a non bsc balloon. The patient was discharged 2 days later.